Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past 3 weeks the pump has unexpected shut off and unexpectedly reset multiple times. After the pump shut off the customer was able to turn the pump back on by connecting the pump to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.